Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. (Reference MFR report# 2953200-2005-01277) aneurysm morphology is unknown. The aortic neck was severely angualted. It was reported that the final angiogram demonstrated a proximal type I endoleak. The physician elected to angioplasty with a reliant stent graft balloon catheter inside of the stent graft. The final angiogram revelaed that the balloon had expanded the stent graft through the aortic wall, with extravasation of contrast into the abdomen and simultaneous drop in blood pressure. The physician elected to re-insert the angioplasty balloon above the stent graft and ketp the ballon inflated for approximately 15 minutes to seal the perforation. The patient's blood pressure was stablized and no further intervention was necessary. No additional sequelae were reported and the patient is fine.